Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no: 922604) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, postpartum depression, pap smear abnormal, arthritis, joint pain, back disorder, depression and anxiety. Concurrent conditions included vaginal bleeding, uterine bleeding, asthma, irregular menstrual cycle, metrorrhagia and ovarian cyst. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2018: result: successful tubal occlusion. Pathology test: on (B)(6) 2018: result: uterus, cervix and bilateral fallopian tubes, hysterectomy, and, bilateral salpingectomy uterus. Early secretory endometrium; no hyperplasia. Atypia or malignancy, normal myometrium, normal serosa, cervix, mild chronic inflammation, no dysplasia or malignancy, fallopian tube, normal fimbriated tubes, bilateral essure devices in place, fibro membranous tissue, fragments of ovarian parenchyma with a small benign follicle cyst, fragments of secretory endometrium, tissue distortion/cauterization artifact, clinical information, ovarian cyst, pre-operative diagnosis: ovarian cyst. Post-operative diagnosis: same. Specimen source: uterus, bilateral tubes, ovarian cyst. Gross description: received in formalin labeled "young, (B)(6)" and "uterus, bilateral tubes. And ovarian cyst" is an 8.5 x 4.5 x 4 cm, 90 gm uterus with bilateral attached fallopian tubes and several detached fragments of focally hemorrhagic, tan membranous tissue aggregating 1.s x 1.2 x 0.8 cm. The uterine serosa is tan and smooth and the 3 x 3 cm unremarkable cervix has a 1.2 cm minimally granular, slit-like os. The endocervix is unremarkable. The red, velvety soft endometrium averages 0.3 cm in thickness. The pink tan myometrium averages 1.2 cm in thickness and is without discrete lesions. The right fallopian tube is 4.5 x 0.4 cm and fimbriated. The left fallopian tube is 5.5 x 0.4 cm and fimbriated. There are bilateral essure devices in the right and left cornu. Representative sections are submitted as follows: a1-a2 cervix; a3 endometrium; a4 endomyometrium·; as serosa; a6 sections right fallopian tube; a7 sections left fallopian tube; a8 loose fragments of membranous tissue, totally submitted. Pregnancy test: on (B)(6) 2012: result: negative. Ultrasound scan: on an unknown date: result: nml uterus and endometrium however it is 10 mm and she just had menses. Ovaries nml, it ovary has small 2 cm unilocular cyst; on (B)(6) 2018: result: indication: heavy bleeding. Comment: tv uterus and endometrium appear normal. Essure seen bilateral cornua. Right ovary wnl with single dominant follicle. Left ovary contains a resolving cystic area measuring 1.5x2.1x2.2 cm with increased vascular flow around it, separate solid area seen with posterior shadowing measuring 0.7 x 1.2 cm. No free fluid; on (B)(6) 2018: result: indication: f/u ovary. Comment: anteverted uterus is normal size and shape. Endo: smooth with endo fluid seen. Essure seen in correct position bilaterally. Right ovary: wnl. Left ovary: a small 1.4 cm collapsing appearing cyst is seen, decreased in size from prior exam. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: dysmenorrhea, menorrhagia and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2019: quality- safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. 922604) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, postpartum depression, pap smear, arthritis, joint pain, back disorder, depression and anxiety. Concurrent conditions included vaginal bleeding, uterine bleeding, asthma, irregular menstrual cycle, metrorrhagia and ovarian cyst. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: result: successful tubal occlusion.. Pathology test - on (B)(6) 2018: result: uterus, cervix and bilateral fallopian tubes, hysterectomy, and, bilateral salpingectomy uterus- early secretory endometrium; no hyperplasia. Atypia or malignancy, normal myometrium, normal serosa. Cervix- mild chronic inflammation. No dysplasia or malignancy. Fallopian tube- normal fimbriated tubes, bilateral essure devices in place, fibro membranous tissue, fragments of ovarian parenchyma with a small benign follicle cyst, fragments of secretory endometrium, tissue distortion/cauterization artifact, clinical information, ovarian cyst, pre-operative diagnosis: ovarian cyst, post-operative diagnosis: same. Specimen source: uterus, bilateral tubes, ovarian cyst. Gross description: received in formalin labeled "(B)(6)" and "uterus, bilateral tubes. And ovarian cyst" is an 8.5 x 4.5 x 4 cm, 90 gm uterus with bilateral attached fallopian tubes and several detached fragments of focally hemorrhagic, tan membranous tissue aggregating 1.s x 1.2 x 0.8 cm. The uterine serosa is tan and smooth and the 3 x 3 cm unremarkable cervix has a 1.2 cm minimally granular, slit-like os. The endocervix is unremarkable. The red, velvety soft endometrium averages 0.3 cm in thickness. The pink tan myometrium averages 1.2 cm in thickness and is without discrete lesions. The right fallopian tube is 4.5 x 0.4 cm and fimbriated. The left fallopian tube is 5.5 x 0.4 cm and fimbriated. There are bilateral essure devices in the right and left cornu. Representative sections are submitted as follows: a1-a2 cervix; a3 endometrium; a4 endomyometrium·; as serosa; a6 sections right fallopian tube; a7 sections left fallopian tube; a8 loose fragments of membranous tissue, totally submitted. Pregnancy test - on (B)(6) 2012: result: negative. Ultrasound scan - on an unknown date: result: nml uterus and endometrium however it is 10 mm and she just had menses. Ovaries nml, it ovary has small 2 cm unilocular cyst.; on (B)(6) 2018: result: indication: heavy bleeding. Comment: tv uterus and endometrium appear normal. Essure seen bilateral cornua. Right ovary wnl with single dominant follicle. Left ovary contains a resolving cystic area measuring 1.5x2.1x2.2 cm with increased vascular flow around it, separate solid area seen with posterior shadowing measuring 0.7 x 1.2 cm. No free fluid.; on (B)(6) 2018: result: indication: f/u ovary comment: anteverted uterus is normal size and shape. Endo: smooth with endo fluid seen. Essure seen in correct position bilaterally right ovary: wnl. Left ovary: a small 1.4 cm collapsing appearing cyst is seen, decreased in size from prior exam. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: dysmenorrhea, menorrhagia and dyspareunia. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.